Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, after priming, the cuvette was attached to the probe and no data was displayed on the monitor. The cuvette's position was adjusted with no improvement. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 8, 2016. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have difficulties connecting to the cdi500 monitors. The strength of the magnet in the complaint unit was measured and was found to be lower than normal. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier, (B)(4). This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.